Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06dec2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 8 pocket 10 malfunctioned due to a connection issue at the row board. A field service engineer remotely assisted the customer and resolved the issue. The system functioned as intended after the field service engineer troubleshot the device

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower encountered an issue, where the incorrect pocket was dispensing instead of the correct one. For example, when attempting to retrieve the 'diltiazem 30mg tab' from pocket 9 of drawer 8, pocket 10 was erroneously released instead. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this event.